Event description:
It was reported via repair work order that the power cord ground path was compromised due to the sheathing being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord ground path was compromised due to the sheathing being damaged, exposing internal bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation found the power cord sheathing damage resulted in exposed internal bare wires.